Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be exiting the tubing during fill tubing. Reportedly, the customer was using an off label insulin. Customer's blood glucose level was in the 273 mg/dl. Reportedly, customer changed the tubing to resolve the issue and tandem technical support educated the customer on the use of off-label insulin.